Event description:
A surgeon reported that an intraocular lens (iol) dislocated in the sulcus. The association between this event and the iol is not known. Add'l info has been requested.

Event description:
The surgeon stated the pt has some posterior iris chaffing with pigment loss noted following the procedure. He stated he felt the event was related to the intraocular lens (iol) due to the flexibility of the haptics and the overall diameter of the iol which did not keep the lens in the capsular bag.